Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the dallas chip was not detected. This failure is most commonly caused by the information in the dallas chip being corrupted. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.042¿ x 0.155¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.019¿ offset at the tip.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps could not be recognized by the system. The instrument was replaced and the procedure was completed with no reported injury.